Event description:
It was reported that there were numerous ventricular high rate (vhr) episodes with apparent noise on the right ventricular (rv) lead due to a possible conductor fracture. Rv lead noise could be reproduced with pocket manipulation. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted (B)(6) 2011. (B)(4).